Event description:
It was reported that a pt got up from a chair and went to sit on the stretcher. As she sat down and adjusted her position by putting her hand on the lower leg section of the stretcher and pushing down with her weight, the stretcher reportedly started to lower. The pt was reportedly surprised and stood up. It was reported that as she stood up, she lost her balance and fell. It is alleged that she broke her nose and sustained a laceration on her forehead. The customer confirmed that it was not an issue with the brakes which held appropriately, but with the foot section, that reportedly lowered.

Manufacturer narrative:
This product is a "stretcher chair" which is designed to have the foot section lower when it is depressed, if the chair mode is engaged. The risk mgr at the reporting facility was interviewed by the MFR's quality engineer. The alleged event occurred when the pt was repositioning without assistance. It was reported that weight was placed on the foot end and it lowered. Per the operations manual, it states, "hold the foot rest firmly while repositioning it to prevent it from falling to the lowest position and causing injury or equipment damage."